Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. When preparing the 3.00 x 16 mm taxus express2 drug eluting stent the physician found the struts sticking out. The procedure was completed with another taxus express2 stent. No patient complications were reported. Patient status is reported as "ok".